Event description:
The MFR rec'd info alleging a ventilator fails to power on. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by the MFR, and the customer's complaint was confirmed. The device's power supply was replaced to correct the problem. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction of the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.